Event description:
During the procedure the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician performed the ptca. The physician attempted to deflate the occlusion balloon and it would not deflate. The physician attempted to realign the hypotube in the adapter and attempt to deflate and it would not deflate. The physician decided to remove the device and pulled the system out with the occlusion balloon still inflated. The pt is reported to be fine.